Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery, a leak was found in the cuff of the emg tube, intervention performed.the procedure was extended 15 minutes. The procedure was completed with new emg tube. 5 ml (cc) syringe was used to inflate the endotracheal tube cuff. Approximately 5 ml of air was used for inflation, and the cuff was inflated using air rather than anesthesia gas. The leak was evident while attempting to inflate the cuff to establish the airway during the intubation process. A new emg tube was replaced to complete the procedure. There was no patient impact.